Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 410mg/dl at the time of call. Customer decline to trouble shoot for high blood glucose. The insulin pump will not be returned for analysis.